Manufacturer narrative:
Findings: unit passed pump self-test, off no power test, unexpected restart error test, displacement test and rewind test. The operating currents were in specification. A compromised force sensor alarmed during basic occlusion test due to loose/protruded drive support disk noted. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, partially broken off reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot, missing end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was unknown. Customer stated they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.